Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient elected to have a pocket revision due to pocket discomfort. The pacemaker was explanted and replaced. There were no patient consequences.